Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump stopped operating. The insulin pump had a blank display. The customer's blood glucose level was 561 mg/dl. He treated his high blood glucose level with a manual injection. The display returned after troubleshooting. The self-test passed. The device was not returned.